Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 280 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan.